Event description:
It was reported that the patient had an artificial urinary sphincters (aus) implanted on (B)(6) 2011. The patient felt a pop and then experienced recurring incontinence. A revision surgery was performed and a hole was observed in the balloon upon explanting. The physician and the patient believe the hole was due to pressure of belt from his uniform because of the weight and added pressure. No patient complications were reported in relation to this event.